Manufacturer narrative:
The handpiece has been received at the manufacturer for investigation. An evaluation was conducted and the complaint was confirmed. According to the investigation details, the motor cartridge was corroded and was replaced in addition to other components. The device was repaired and will be returned to the customer.

Event description:
It was reported that the handpiece began overheating during a bridge cutting dental procedure and caused the pt to be burned. The burn was located on the tongue and was the size of a nickel. It did go through the first layer of skin (second degree) and there was only some sloughing of the skin seen, no blistering. There was no medical intervention necessary, only follow-up of the pt.